Event description:
Ous MDR - after implantation, the device was interrogated in a cath lab and it showed 'eri'. The programmer was shut-down and restarted and they checked the device again, but the device was still 'eri'. It was decided that the device needed to be explanted because of the eri indication. Please note that no electrical cautery was used during the implantation.

Manufacturer narrative:
Ous MDR.